Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Product ID (B)(4), implanted: (B)(6) 2012; product ID (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
An implantable cardiac defibrillator (ICD) system was returned from an unknown source with no information. Information identified in the paperwork indicated the patient died approximately three months post implant of the ICD system. A cause of death was not reported.

Manufacturer narrative:
Product event summary: (B)(4). The device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion.